Manufacturer narrative:
A.1.-a.5. Patient information was not provided. Physical control of the device showed that processor board ul508 hc3t s3 part are not working properly, and need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler was not working and displayed alarm pump 1 uses too much power on patient side (e06) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2024. Based on the collected information, the root cause of the reported event was a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.